Manufacturer narrative:
The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." As the mesh was implanted a year or more before the infection developed/was diagnosed, the mesh most likely did not cause the infection. There was no product specific failure mode alleged and no product has been returned for evaluation, therefore a definitive conclusion cannot be drawn at this time. See MDR 1213643-2010-00318 for information related to the composix e/x mesh explanted on (B)(6) 2005.

Event description:
Per medical records reviewed as part of medwatch 1213643-2010-00318: on (B)(6) 2002 - patient had an open repair of incisional hernia using bard flat mesh sheet. On (B)(6) 2003 - wound exploration under anesthesia to perform excision and debridement of subcutaneous tissue and excision of some unincorporated redundant mesh. No new mesh was added. There was no pus but some inflammatory tissue was identified which was curetted, debrided and irrigated. On (B)(6) 2004 - patient admitted for debridement of abdominal wound and excisions of infected mesh area. The entire wound cavity was explored to remove all mesh. On (B)(6) 2004 - patient admitted for exploratory laparotomy and removal of infected mesh. Identified loops of small bowel adherent to portions of mesh which were dissected. Remainder of mesh removed was approximately 4x6 inches. On (B)(6) 2005 - incisional hernia repair with mesh and panniculectomy, large recurrent hernia was repaired with inches e/x mesh and due to past history a panniculectomy was performed to reduce to the risk of wound infection. On (B)(6) 2005 - patient admitted for removal of infected mesh and drainage of abscess. Entire portion of mesh was removed, intact. No evidence of enterocutaneous fistula. Wound packed with gauze and abd placed.